Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had an audio anomaly. The insulin pump was not beeping. They also received a hardware low level failure alarm but was able to clear it. They performed the audio test. They did not hear the difference between the audio volumes 1 and 5. The customer¿s blood glucose during the incident was 306 mg/dl. The device will be returned for analysis.

Manufacturer narrative:
Device power up properly after battery installation. Device received with operating currents within specification . Device passed self test and displacement test. No failed battery test noted. Device received with the audio alert functioning properly. No audio alert anomaly noted. Hardware low level failures confirmed in the pump history due to broken pin 6 trace on u1 keypad assembly.